Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device would not run on and causes random beeping with no alert messages on pumps. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time. .